Event description:
The pt stated in 2007, that her blood glucose had been elevated (over 300 mg/dl) for the past 5 days and she has felt nauseous. She stated, that she has bolused through her infusion device and increased her basal rates in an attempt to lower her blood glucose. She stated, that she also set a 200% temporary basal rate increase and bolused 10 units. The patient stated, "the pump doesn't seem to be working." The pt stated, that her blood glucose measured 55 mg/dl the day before and she drank apple juice and her blood glucose measured 200 mg/dl the next morning, so she bolused 6 units of insulin. She stated, that she noticed air bubbles in her infusion tubing. She stated, that she then drank coffee and bolusted .5 units of insulin. Her last blood glucose measurement before the report was 327 mg/dl and she injected 15 units of insulin. The patient switched to her backup infusion device. Upon follow up, the patient stated she was feeling fine. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.